Event description:
The facility representative reported a colleague infusion pump with a "810:11 error code ". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error code of 810:11 was confirmed in the pump's event history by baxter personnel. However, this condition could not be duplicated. Therefore, a root cause was not identified and no repairs were necessary. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.